Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence of hernia, partial small bowel obstruction and adhesions. The device had been used with an autosuture. The patient required surgical revision of the mesh.

Manufacturer narrative:
Additional information: b5, b7, h4, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, partial small bowel obstruction, pain, nausea, adhesions, mesh contracted, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, and failure of mesh. The device had been used with an autosuture. Post-operative patient treatment included migration, surgical revision of the mesh, lysis of adhesions, removal of mesh, and recurrence repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, partial small bowel obstruction, pain, nausea, and adhesions. The device had been used with an autosuture. Post-operative patient treatment included surgical revision of the mesh, lysis of adhesions, removal of mesh, and recurrence repair with new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, partial small bowel obstruction, pain, nausea, adhesions, mesh contracted, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, and failure of mesh. The device had been used with an autosuture. Post-operative patient treatment included surgical revision of the mesh, lysis of adhesions, removal of mesh, and recurrence repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.